Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 39-41 mg/dl. The cause of bg was unknown. Customer consumed juice to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.